Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that elevated rv impedance and noise on rv egm were observed. The ra was functioning appropriately with no out of range measurements. When the pocket was opened and leads exposed the ra lead was found to be very tightly coiled. The appearance was a concern to the physician and decided to extract the lead prophylactically. The patient condition was stable.